Event description:
It was reported that low sensing was observed on the lead. Lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. External insulation abrasion was found at 13.0cm to 13.3cm from the connector pin, consistent with lead friction to the ICD can. The etfe insulation of the ring electrode conductor was not damaged at the same location.